Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. The customer did not remember the exact blood glucose (bg) value at the time of the events; however, stated that they were "okay" during each event. Reportedly, the customer reverted to insulin pens for alternate insulin therapy.